Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Additional product was received: sxpp1a405; lot# unk under awb# 288886175491; from singapore. - please confirm if the sxpp1a405 also belongs to this complaint. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure in 2025 and barbed suture was used. During the case, the doctor used 1x sxpp2b400 but felt that the suture was too smooth and the barbs did not catch onto the tissue. Hence opened up another suture to use. Upon closer inspection of sxpp2b400, suture surface seemed very smooth. The procedure was successfully completed without delay. There were no adverse patient consequences. No further information was provided.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3 h3 investigation summary: the product was returned to ethicon for evaluation. One unused strand double armed outside its packaging was received for analysis. Product code sxpp2b400. During the visual inspection of the returned sample, the suture was examined along the strand and no anomalies were observed during evaluation. Ten barbs were measured in the strand, and all barbs met the requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Corrected data: d1.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected data: h11. Additional information was requested, and the following was obtained via: additional product was received: sxpp1a405; lot# unk under awb# 288886175491; from singapore. - please confirm if the sxpp1a405 also belongs to this complaint. Additional information about a blind unit below. Please make sure file is updated accordingly and product is analyzed asap. Our cq associate was in leave last week. Here is the update on (B)(4). Please proceed with analysis of sxpp2b400 lot #104e1x picture attached stating additional information: (B)(4). Apologies on the delayed response. As conveyed via teams, sxpp1a405 does not belong to the complaint. The complaint was on sxpp2b400 which surgeon felt was smooth and hence opened up sxpp1a405 to compare the different barb styles.